Event description:
Pt was revised to address poly wear of the insert and patella.

Manufacturer narrative:
Examination of the submitted tibial insert component confirmed polyethylene wear. Full product info required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation found evidence of device preferential loading which contributed to the polyethylene wear. The length of time implanted (13 years) could also be a contributing factor. Based on the performed investigation, a need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.